Event description:
Patient for hysteroscopy and novasure ablation. The novasure was inserted into the uterus - cavity measurements entered into machine handpiece would not pass cavity assessment test. The novasure would not seal to proceed with ablation. Unable to do ablation part of procedure. The representative for the product was present. The product was from the same lot batch that malfunctioned last week. The rep feels that it is a bad lot number (batch).what was the original intended procedure?laparoscopic bilateral tubal ligation; hysterscopy d & c and novasure endometrial ablation.device #1is this a laboratory device or laboratory test?no.